Event description:
The facility reported an infusion pump with channel c will not open when pump head module keypad "open" key is pressed. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of channel c will not open when pump head module keypad "open" is pressed was confirmed during inspection of the pump. The cause was a faulty pump head module. Channel c pump head module was replaced to fix the problem. The pump was returned to the customer fully operational.